Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 196", "defib fault 109" and "defib fault 78" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.